Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer had high blood glucose of 400 mg/dl and 380 mg/dl. When infusion set was changed, it was found that cannula was bent. Troubleshooting could not be performed for high blood glucose as customer was not available with insulin pump. Infusion sets would be returned for failure analysis.